Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of over 500mg/dl. Troubleshooting was performed. The customer's most recent glucose reading was 323, and he was treated with manual injections. The programming, time, and date were correct. Ran a fixed prime test and passed. The high pressure test could not be performed because a tubing clamp was not available. The customer also reported experiencing pain, discomfort, and some bleeding. Explained to the customer that inserting into a muscle or capillaries can cause those reactions and poor insulin absorption. No further information was provided.